Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Customer's blood glucose level was in the 100's (mg/dl). Customer used an alternate usb cable and the pump charged successfully.